Manufacturer narrative:
Trackwise #(B)(4). Updated section: g4, g7, h2, h6, h10 corrected section: h6- device code corrected to "failure to cut"

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. During endoscopic vein harvesting (evh), at the division phase, the side branches could not be burned out: cable well connected, diathermy control was correct (working properly, correct settings, pedal well connected and signal contact), but no cauterization was possible. The bipolar cable was replaced and still no burn marks. The vasoview device was then discarded and another vasoview 6pro was used, working perfectly with same bipolar cables and settings. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected sections: h6 - evaluation result code changed to "no device problem found" the device was returned to the factory for evaluation on (B)(6) 2020 and investigated on (B)(6)2020 . A visual inspection was performed. Signs of clinical use with evidence of blood were observed on the cannula handle. The cannula handle, toggles, tubes, c-ring, bisector blade and the electrodes appeared intact. No visual defects were observed. The device was evaluated for mechanical function. The toggle extended and retracted the blade. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel. The device was able to cut five reference vessels cleanly with no difficulty. The device operated normally and passed the pre-cautery test. Based on the results of the evaluation, the reported "failure to cut" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. During endoscopic vein harvesting (evh), at the division phase, the side branches could not be burned out: cable well connected, diathermy control was correct (working properly, correct settings, pedal well connected and signal contact), but no cauterization was possible. The bipolar cable was replaced and still no burn marks. The vasoview device was then discarded and another vasoview 6pro was used, working perfectly with same bipolar cables and settings. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview 6 pro. During endoscopic vein harvesting (evh), at the division phase, the side branches could not be burned out: cable well connected, diathermy control was correct (working properly, correct settings, pedal well connected and signal contact), but no cauterization was possible. The bipolar cable was replaced and still no burn marks. The vasoview device was then discarded and another vasoview 6pro was used, working perfectly with same bipolar cables and settings. The hospital did not report any patient effects.